Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the fracture surface of the instrument. Here we found gaps. Additionally we made a inspection of the fracture surface of the broken fragment. Here we found the same gaps. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause of the problem is most probably a material defect. The fracture surface exhibits signs of a material defect by cold rolling. Without further knowledge about the circumstances we assume a high stress. The breakage was probably contributed to by the material defect. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. During a knee surgery the bone elevator device broke.